Manufacturer narrative:
The impella cp was returned an investigation was completed. The clinical account indicates that the pump was run for over 11 days, which is beyond the indicated duration of use of the device. Analysis of the data logs confirmed a pump stop had occurred. Physical examination of the device's outflow cage found the a gap between the sleeve bearing and the impeller. A review the device history record was conducted and found no manufacturing issues or reworks associated with this pump lot. There are no other complaints associated with pumps from this lot. The root cause of the pump stop was sleeve bearing wear, due to duration of use.

Event description:
The complainant reported a (B)(6) caucasian female presenting for cardiac support. Post cardiology cardiogenic shock (pccs). Patient had multiple risk factors and had underwent a multiple vessel coronary artery bypass graft (CABG). An impella cp was inserted without issue. During support, the device's motor had stopped. Multiple attempts to re-start device were not successful; therefore, device was explanted and a new device was inserted and patient continued receiving support successfully. It should be noted that explant was not possible bedside, due to patient's small anatomy. Subsequently, patient was taken to catheter laboratory for explant. Between the time the device had stopped and a new device was inserted, patient had coded and required intubation and ECMO placed.

Manufacturer narrative:
Additional information was received via a user facility medwatch (B)(4) on 2/19/2019. The impella cp was returned and an investigation was completed. The clinical account indicates that the pump was run for over 11 days, which is beyond the indicated duration of use of the device. Analysis of the data logs confirmed a pump stop had occurred. Physical examination of the device's outflow cage found a gap between the sleeve bearing and the impeller. A review the device history record was conducted and found no manufacturing issues or reworks associated with this pump lot. There are no other complaints associated with pumps from this lot. The root cause of the pump stop was sleeve bearing wear, due to duration of use.

Event description:
Patient's code was specifically due to "pea arrest." Prior to being placed on va ECMO support, patient was placed on cardiopulmonary bypass and new impella was placed. Patient experienced "temporary periods of stability followed by worsening respiratory response." After transitioning from cardiopulmonary bypass and placed on va ECMO, patient gained stability.